Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous coronary artery. A 38x2.50mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the distal edge of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device lot number- corrected from 17512795 to 17624933. Device expiration date-corrected from 04/30/2016 to 06/17/2016. Device manufactured date-corrected from 12/18/2014 to 02/04/2015. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the 1st row from the distal edge of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous coronary artery. A 38x2.50mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the distal edge of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.